Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms and customer was able to clear the alarm and they were able to rewind the insulin pump. Insulin pump had pump error alarm at time of self check. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 pump alarmed pump error 63 and pump error 4. Device passed displacement test and self test. No pump error 63 or pump error 4 noted during test. Unit successfully downloaded to thus. Confirmed in the pump history download the pump alarmed pump error 4 on (B)(6) 2021 13:04:11.000 and pump error 63 variable 3 on (B)(6) 2021 11:01:03.000 due to broken trace u1 pin6 on keypad assembly. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and corroded battery tube. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No pump error 63 or pump error 4 noted during test. However, confirmed in the pump history download the pump alarmed pump error 4 on (B)(6) 2021 13:04:11.000 and pump error 63 variable 3 on (B)(6) 2021 11:01:03.000 due to broken trace u1 pin6 on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.